Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was observed the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise causing pacing inhibition and had an increase in capture threshold. The lead was capped and replaced on (B)(6) 2021. The patient was stable.